Event description:
It was reported that the syringes were alarming for occlusion during flushing. The infusion was running at a lower rate. This was reported to bd representatives during their site visit. The device's default pressure limit with disc is 200mmhg, and the clinicians are using tubing with pressure sensing disc. It was also reported that the clinicians are using "zr 10ml flush syringes" (manufactured by excelsior medical/medline) - not compatible with alaris system, but users were confirming this syringe "12ml monoject syringe" on the pcu. Bd clinical practice consultant discussed this syringe is not compatible with the alaris syringe module and importance of not mismatching the syringe loaded vs the syringe confirmed during programming. There was patient involvement but outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.